Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were obtained at a vns generator replacement surgery when the new generator was attached to the resident lead. A lead fracture is suspected as reinserting the lead pin into the new generator did not resolve the high lead impedance. The lead was not replaced and the reporter elected to change the lead at a later date. The vns was left disabled in the pt. No pt adverse events were reported. No pt trauma or device manipulation occurred. No x-rays were performed. To date, a surgery date to replace the vns lead has not been scheduled.